Event description:
According to the reporter: procedure: pneumonectomy. During use, the articulation collar dropped from the root of the fingers into the cavity. The piece was removed and no tissue damage was reported. The patient is okay.